Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the device alarmed power loss alarm. Customer's blood glucose was unknown. After troubleshooting, device alarmed power loss alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage to casing. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with unresponsive menu button due to corroded keypad flex connector traces. Unable to perform self test, verify operational currents or power loss anomaly due to unresponsive buttons. Traces of moisture were found at the electronic assembly per visual inspection. However, the power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with minor scratched display window, case and keypad overlay.